Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossing over. A technical support specialist (tss) connected to server, ran a downtime query, and found the cce time out of sync with the server and the disconnected flag set to 1. Deployment of the interface utility package failed, and restarting multiple services did not resolve the issue. Hsv showed patient and order delays with ¿cerner down for 1 hour 8 mins.¿ re-running the query confirmed the time was still not current. The case was escalated to the interface team. Then the integration support engineer connected to the carefusion coordination engine (cce), started up the services, and messages began crossing over from the queue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders were not crossed over on multiple station. User unable to rederive medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.